Event description:
It was reported that the bolt/screw associated with implantation of an xlp plate at l2-l3 has backed out. A f/u x-ray was provided that confirms the backout condition of the screw. The pt's bone quality was reported to be poor and the pt sustained a fall after surgery. No revision is planned at this time.

Manufacturer narrative:
No info has been provided to more completely identify the product that reportedly malfunctioned. No product has been returned and nuvasive has been unable to perform an analysis of the device in question. Nuvasive will continue to investigate this report and f/u info will be provided in the event it is obtained. Labeling review indicates, the pt condition of poor bone quality may be a contraindication to use of the product. Additionally, the pt fall may have contributed to the event.